Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent non-capture noted when the patient presented to the hospital for a fall. A light decline in sensing and a slight increase in thresholds were also observed. The rv lead remains in use. No further patient complications have been reported as a result of this event.